Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, hospitalization and issues with the insulin pump. Customer's blood glucose level was over 600 mg/dl. Customer experienced diabetic ketoacidosis, trouble breathing and an ambulance was called. Customer believed they were hospitalized due to the reservoir recall. Customer was wearing the insulin pump at the time of the hospitalization. Customer advised they did not see any insulin leak out of the device but did smell insulin.